Event description:
It was reported the electrical cord emitted a spark.

Manufacturer narrative:
It was reported the electrical cord emitted a spark. Examination of the cord revealed a break near the butterfly entrance to the pad. We also observed that the pad and cord were badly twisted and bunched, indicating misuse on the part of the consumer. We concluded that there had been a malfunction of a component, but it is possible that misuse was a contributing factor.